Event description:
The drainage catheter was placed in the bile duct of the patient during the period of (B)(6) through (B)(6). The physician attempted to remove the catheter after cutting one thread according to the steps described on the IFU, however, the catheter was not able to be removed. It was possible that the thread was adhered to tissue. He was obliged to cut the catheter shaft to remove the catheter safely from the patient and by that, the catheter was able to be removed somehow. The thread in the inside of the patient was cut very close to the body surface and the thread remained in the body.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
We conducted a thorough review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Unfortunately, we did not receive any samples for evaluation, nor did we receive any photographic or visual evidence that would have allowed us to review the allegation in detail. Without this necessary evidence, we are unable to perform a thorough investigation or determine a root cause and corrective action at this time. As a result, no corrective action is required at this point. However, if samples are returned at a later date, we would be happy to reopen this complaint for re-evaluation.